Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, patient and device information. Event date is unknown. A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient had an infection at the ipg site. As a result, surgical intervention took place on an unknown date and the system was explanted. The infection is resolved.